Event description:
During an atrial fibrillation procedure, a leak occurred when flushing the sheath. The bleed back volume was less than the inflow from the pressure bag. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak remains unknown.